Event description:
It was reported patient underwent an initial right total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to suspected fibrous interface and subsequent radiolucency and pain around the femoral component. During the procedure, it was noted there was little bony ingrowth around the femoral component. The femoral component and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain." "¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ "